Event description:
Reporter indicated the pt underwent generator replacement surgery because the generator was at normal end of service. The generator was returned to the MFR and a product analysis confirmed the reported end of service. An analysis of the printed circuit board assembly was performed. It determined the pre-selected resistance value of the r35 component could have been more optimally chosen at a slightly lower resistance value. In the product analysis lab, the r35m resistance value was re-selected and populated on the printed circuit board assembly. After r35 was re-selected, a post burn-in electrical test was performed and the test specifications were met. The r35 component had minimal impact on device performance and battery longevity.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute a death or serious injury.